Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event/product problem depending on the event. Section h1 type of reportable event - corrected - no serious injury/malfunction depending on the event. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned together with the concurrent catheter. The subject stent delivery wire (sdw) and stent were found to be advanced into the catheter. The stent was found to be severely deformed. All markers were present. The sdw was found to be intact. The stent introducer sheath was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter was confirmed during the analysis. The reported stent difficult/unable to transfer could not be duplicated; however, the analysis results are consistent with the reported event. The reported radiopaque (ro) marker band misaligned was not confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. Patient's anatomy was of average tortuosity. An assignable cause of procedural factors will be assigned to the as reported defect codes stent difficult/unable to transfer, stent difficult/unable to advance or pullback through catheter and to the as analysed defect codes stent difficult/unable to advance or pullback through catheter, sdw friction and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed was assigned to the as reported defect ro marker band misaligned as the issue included a returned product review which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the internal carotid paraclinoid unruptured aneurysm procedure, the subject stent encountered resistance while advancing into the hub of the microcatheter and while being advanced within the microcatheter. Upon checking the subject stent under fluoroscopy, it was found the radiopaque marker was displaced. The subject stent was removed with the microcatheter and outside the patient, the subject stent could not be removed from the microcatheter. The physician replaced the subject stent with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the internal carotid paraclinoid unruptured aneurysm procedure, the subject stent encountered resistance while advancing into the hub of the microcatheter and while being advanced within the microcatheter. Upon checking the subject stent under fluoroscopy, it was found the radiopaque marker was displaced. The subject stent was removed with the microcatheter and outside the patient, the subject stent could not be removed from the microcatheter. The physician replaced the subject stent with a new device and continued the procedure without clinical consequences to the patient.